Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/02/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. According to the records the patient sustained a patellar bone fracture after falling approximatley 3 years after implantation. A month later the fracture had healed. The patient went on to have a knee scope for patella clunk on (B)(6) 2007. There is no new information that would change the existing MDR decision. The complaint was updated on: 12/17/2014.

Manufacturer narrative:
The device associated with this report was not returned and are presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were received and reviewed by a depuy medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states patella clunk.